Event description:
It was reported the patient had a serious adverse event of expressive aphasia. The event was related to the surgery. An unknown intervention was done and the event was noted as resolved.

Manufacturer narrative:
Concomitant medical products: product ID 7482, serial# unknown, product type: extension; product ID 3389, serial# unknown, product type: lead; product ID 7438, lot# unknown, product type: programmer, patient. (B)(4).